Event description:
Med sun was provided by the hosp stating: "during intubation for anesthesia, the et tube was noted to have a thin wire protruding into the inflation cuff. The et tube was removed from the pt and replaced. A bronchoscopy was done following the surgery which determined that there was no pt impact." The tube was returned to medtronic xomed by the customer, but cannot currently be located. Eval is anticipated, but not yet performed.